Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, after a repeat of the malfunction, the customer reverted to a backup insulin pump for insulin therapy.